Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/16/2020. Additional h3 investigation summary: it was reported performance pull off - suture needle. An empty labeled winding former, a detached needle and a suture of product code vcp433 were received for evaluation. During the visual inspection, of the detached needle the swage and attachment area was observed with cracked barrel. During the visual inspection of the suture, the impression is enough, and the insertion end was conforming to ethicon requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received the assignable cause of the performance pull off - suture needle was caused by a cracked barrel. Note: events reported via mw 2210968-2020-01243, 2210968-2020-03077.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a ligation of spermatic vein on (B)(6) 2020 and the suture was used. It was reported that during surgery, there was pulling off of the suture needle. A replacement device was used to complete the procedure. There were no adverse patient consequences reported.